Event description:
Staff reported one box of bosma aloe touch ice gloves size large that contained a small glass shard inside the glove. Staff reported a small cut to finger. FDA safety report ID # (B)(4).